Manufacturer narrative:
B1: updated associated medwatch report: 9610612-2020-00786 (400490286 kf228t). 9610612-2020-00787 (400490287 kf012t). Investigation results: the component was examined visually and microscopically with the digital microscope. The provided kf228t shows no serious damages. The telescopic function of the screw is given. There are no hints for a material of production error. The holder for the hexagonal screwdriver shows no unusual damage the thread of the sliding sleeve shows wear marks which are probably caused by screwing into the targon nail. The thread of the gliding screw is in an undamaged condition. On the basis of the visual examination and without further information it is not possible to determine a root cause for the problem described. There is no indication for a material defect or manufacturing failure. At that time we exclude a product related error. According to the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturer investigation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a targon pft telescrew 110 millimeter (mm) (part # kf228t) (ref. Associated MDR ID 9610612-2020-00786) and a targon pft nail 12x175mm 125° (part # kf012t) were being used during a procedure performed on (B)(6) 2020. According to complainant, targon pft telescrew, the targon pft nail, and the anti-rotatiin pin (part # kf205t) were inserted according to the procedure. Reportedly, the nail had gone out of the medulla. Subsequently, the anti-rotation pin and telescrew were removed, however, during removal, the sleeve of the anti-rotation pin and the lug screw of the telescrew were damaged and separated. A sleeve extractor (part # kh546r) and a screw extractor (part # kh545r) were used to extract the components. The procedure was able to be successfully completed using a replacement device. An additional medical intervention was necessary. Additional information has been requested, but has not yet been made available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: kf228t - targon pft telescrew 105+5mm - lot # 52607094. Kf012t - targon pft nail 12x175mm 125° - lot # unknown. Involved components: kf205t - targon pft anti rotation pin 70mm - lot # unknown.